Event description:
Mucositis - grade 3 attribution: definite. Oral pain - grade 3 attribution: definite. Radiation dermatitis grade 3 attribution: definite. Pt presented to hospital after 2 weeks of radiation treatment and treatment with docetaxel, with oral cavity pain and blister formation on face, neck and upper chest. Pt was started on morphine pca with basal rate of 1.5 mg per hour and bolus rate 0.4 q 15 min. (B)(6) cream was used for blisters. Pt reported relief in pain and was able to take in more liquids. He was switched to oxycontin 40 mg bid and oxycodone 10 mg q 6 hours as needed. He was also continued (B)(6) 2014. Dose, frequency & route used: 1.5 gy bid day 1-12, therapy dates (B)(6) 2014; 30mg days 1 & 8, (B)(6) 2014. Diagnosis for use: squamous cell of left tonsil.